Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 118 mg/dl at the time of incident. The customer stated that she was trying to give herself a bolus when she saw the display was blank. The display did not return during troubleshooting. The customer was advised to remove the battery and battery cap to check for damage or corrosion. It was noted that the customer was walked through setting the time and date. The insulin pump was not returned for analysis.